Event description:
It was reported by the customer, the colonovideoscope presented various error messages such as e117, e226, and e315 on different processors. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the circuit board shorted due to water invasion of the scope connector, temporally contact failure at electrical contact pins side of system, abnormality of peripheral equipment or the like from the following information. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿3.8 inspection of the endoscopic system_ ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 1 observe the palm of your hand using the wli, nbi, and rdi endoscopic images. 2 confirm that light is emitted from the distal end of the endoscope. 3 confirm that the wli, nbi, and rdi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli, nbi, and rdi endoscopic images do not momentarily disappear or display any other irregularities." Important information ¿ please read before use ¿¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Connect the endoscope connector to the video system center completely by pushing the endoscope connector until it clicks. Otherwise, a faulty contact can result. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the cable can result. Before connecting the endoscope connector to the video system center, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor the field performance of this device.